Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Manufacturing record review: all process operations presented in the manufacturing record review from generation to boxing were in compliance with the manufacturing instruction specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. A review of the raw material / manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint types. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an intraocular lens (iol) the surgeon had difficulty folding the lens into the cartridge. He ended up folding it in a convex manner rather than concave. When the lens was placed he noticed it had a crack running its length. He enlarged the incision to remove the iol and placed another lens with forceps. The iol was discarded in the field.